Event description:
A customer observed positively biased amon results on patient results on the vitros 5, 1 fs analyzer. No biased results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. (B) (4).

Manufacturer narrative:
Investigation into this event determined that the positively biased amon results occurred on their 5,1 fs analyzer on patient samples. There was no indication that the instrument or the assay itself was not performing as intended. The most likely cause of the magnitude of the bias is the combination of the imprecision of the assay and calibration to calibration variability.